Event description:
Approx one year ago, I had birth control implants called essure put in by my physician. While I was symptom free for the first few months, the light clicked on thursday, (B)(6), when I had a major medical crisis. I was sitting at work in a meeting and suddenly started bleeding excessively. Because I had spotted a very small amount the day before, I had happened to be wearing a pad. In less than one minute, the pad was soaked with blood and was dripping down my leg as I was walking to get someone to drive me to the hosp. From the large amount of blood loss, I was dizzy, lightheaded and weak. I felt like I was hit by a train. This was one of the scariest moments of my life and I truly thought I was hemorrhaging. While the ER physician treated the symptoms that resulted in my going to the ER, he was unable to tell me what caused it. It was my mom asking me if the essure was okay that made me start looking for info and found a very detailed blog. When my dr was first talked to me about essure, he said the procedure was painless, done in the office and at most, I'd feel some cramping. My dr has been my dr for years and I trusted him when he said it was safe and there were no side-effects of any kind. I now know this is not accurate. For the past few months, I've been experiencing strange symptoms. After essure, my periods stopped, and then they started again, but they are not normal. They used to be like clock-work. What happens to me now is far from regular. A few months ago, I bled for three weeks straight. My same dr checked me out and did biopsies, which all came back negative for cancer. He never explained the cause of the bleeding to me. When I have a period now, they are very irregular. The blood now is bright red and looks more like the color of wound and not my cycle. I'm also suffering from tingling in my hands and feet, sharp stabbing pains in my sides where my tubes are located, I'm having moments of forgetfulness and I generally feel bad most of the time. All of this started a few months after the implants were inserted. I now know that these are side effects of this procedure. I'll be seeing my gyn monday and my request is simple, get these things out of me, however, these products are still on the market and more importantly, they contain nickel and an allergy or sensitivity test is not required prior to insertion. These devices need to be pulled from the market. They are slowly poisoning women from the inside and it's horribly painful. Dose or amount: 2, frequency: one time insertion, route: vag. Dates of use: still inserted 1 year. Diagnosis or reason for use: birth control.